Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Consumer reported a conflicting result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Consumer initially tested with the binaxnow covid-19 antigen self test and received a positive test showing a faint pink sample line and a solid control line. Consumer performed a second test the same day with the binaxnow covid-19 antigen self test which resulted with a pink control line and no sample line indicating a negative result. Consumer did not provide any further information. Three attempts to obtain additional information were made with no response.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 178957 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 178957 and device part number 195-430wl / lot 173429. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178957 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178957 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.